Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing due to myopotential inhibition. Noise was not able to be reproduced in clinic. Patient will be monitored.